Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that at first the patient benefited from the device but then experienced a decrease in sound quality and cheek or eye twitching. Reportedly, the patient was informed by the surgeon that the device might have moved likely requiring a revision surgery.

Manufacturer narrative:
(B)(4). Based on the limited information received, a migration of the housing and consequently of the active electrode is suspected. A revision surgery to reposition the device appears likely, but so far no further information has been received from the field.

Event description:
The patient had very good use of the device. He then experienced a decrease in sound quality and twitching in the cheek/ eye. The surgeon has suggested that a migration of the housing may have occurred and a revision surgery may be necessary to reposition the device. A date for this is not known at this time.